Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic was broken in the distal area (not returned). This haptic gusset edge was torn. The other haptic was broken in the gusset area (not returned) with a small scrape on the haptic/optic junction posterior surface. The optic was torn or cut into two pieces, similar in appearance to damage from insertion and removal. Each optic portion was cracked and split near the edges. Additional small cracked areas are observed on both optic portions. Both portions have scratches on the anterior and posterior surfaces. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. Lens damage was observed. The lens damage may have been interpreted as the reported complaint of "defect in iol". The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure a defect in the iol was observed when it was implanted. The defective iol was explanted in an initial procedure and replaced with another iol.